Event description:
The facility representative reported a colleague infusion pump with a bad battery. This condition was found upon power up of the device in the biomedical service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of bad battery was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to faulty main batteries caused by use/user error. The main batteries and battery harness were replaced to correct this condition

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.